Event description:
Information was received from a foreign healthcare provider (hcp) and patient via a company representative (rep) regarding a patient receiving ropivacaine (10,0 mg/ml, 35,027 mg/day) via implanted infusion pump. It was reported that the catheter tip was not intrathecal, but probably in the area of the shoulder on a nerve. Ropivacaine was also used as a drug, which was off-label. The delivery rate was approx. 3.5ml per day, so that the pumps generally only have a short operating time. Furthermore, the patient was very slim, so that the pump leads to a significant bump at the implantation site. Then, after the last pump change about 4 weeks ago, it turned out that the surgical scar did not close / heal correctly. Environmental/external/patient factors that may have led or contributed to the issue were reported as the patient was very slim and pump size was probably too large. The rep discussed the situation with technical services and updated the hcp on recommendations to explant the pump and catheter and wait until full healing before re-implanting. The rep informed the hcp that everything they had done was off-label. Pump was explanted and a surgical mesh was implanted to get inflammatory area under control. The issue was not resolved at the time of report. The patient informed the rep that her hcp would change the medication due to loss of effectiveness. When the pump was implanted, they did a catheter check with contrast and saw that there was a film of fluid along the catheter and on the tip but they were not sure what it was and did not plan to replace catheter. The date of catheter implant was asked, but unknown and would not be made available. The catheter remained implanted, but out of service. The plan was to implant the pump again after healing. The patient's weight, age, and medical history were asked, but unknown and would not be made available. The patient's status was alive - no injury and the injury was reported as surgical scar did not close/ heal correctly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.